Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, possible occlusion, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse®. Forty-eight hours after the treatment with radiesse®, the patient experienced a possible occlusion and it really hurt. The reporter wanted a call regarding the occlusion. The outcome of the event was unknown.